Event description:
It was reported that the patient developed a pocket infection and was hospitalized for congestive heart failure and lead infective endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. The patient is enrolled in the more care clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: d234trk ICD, (B)(6) 2012. A 419688 lead. (B)(4).